Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that a foreign object was inside the nozzle due to insufficient cleaning. Additional findings were as follows: due to a scratch on switch1, water tightness is lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, the connecting tube had a dent, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the protector of universal cord on control section side, the connecting tube, the scope connector cover unit, the switch 4, the switch box, the scope cover, the scope connector, the universal cord, the grip, the control unit, all had a scratch, the due to wear of angle wire, the play of up/down knob was out of the standard value, and the connecting tube had a wrinkle. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: it is unknown if the facility the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It is unknown if there was any lag between the end of clinical use and the start of pre-washing. Pre-cleaning: it is unknown if the facility flushed the air/water nozzle with water and air. It is unknown if the facility flushed air/water nozzle with detergent solution. It is unknown if the facility brushed points for air/water channel performed with clean lint free cloths, brushes, sponges. It is unknown if the facility noted that there were no abnormalities on the accessories used for reprocessing. It is unknown if the facility had any comments or concerns regarding reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had air/water leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.